Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck - vagina [foreign body in reproductive tract], string disconnected from the tampon [device breakage], went to take out the tampon the string disconnected from the tampon itself causing it to get stuck [complication of device removal]. Consumer sent e-mail reporting when she took out the tampon, the string disconnected from the tampon itself causing it to get stuck. No serious injury was reported.